Manufacturer narrative:
The device was not return to olympus for evaluation. During the in-service appointment, olympus¿s endoscopy support specialist reviewed the correct flushing step using the (B)(4) (washing tube) and staff implemented the steps immediately. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus endoscopy support specialist reported during an annual reprocessing in-service appointment with the evis exera ii ultrasound gastrovideoscope, a customer was not using maj-974 (washing tube) during bed side cleaning. The event occurred during demonstration. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. On 30jan 2023, the endoscopy support specialist (ess) was on-site and performed a reprocessing in-service with the staff that covered the guidelines on reprocessing the olympus scopes per the on-track form and reprocessing manual. The staff also performed a return demonstration to show they understood the process. After in-service spoke sterile processing department (spd) manager about missing washing tube maj-974 needed for bedside cleaning and stated it will be immediately implemented into bedside cleaning of scope gf-uct180. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to handling methods of users were inappropriate. Olympus will continue to monitor field performance for this device.